Event description:
The user received questionable low results for creatinine, glucose and phosphorus on the integra 800 analyzer which occurred 4 to 5 times in the past 24 hours starting (B)(6) 2010. The number of patient samples involved in the event is unknown. One patient sample was provided which occurred on (B)(6) 2010 and was discrepant for glucose. The initial glucose result was 0 mg/dl. The repeat result was 145 mg/dl. The initial result was not reported and patient was not affected. Glucose reagent lot number, 61774601. The field service representative was unable to duplicate the issue. He inspected instrument fluidics with no problems found. Performance tests were performed.